Manufacturer narrative:
The reported event of ble unavailable was not confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.